Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The procedure was a hernia repair. It was not possible to inflate two balloons. The seal was damaged. The devices were not used on a patient. To complete the procedure, another trocar was used.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned products noted: the trocar balloons, obturators, valve seals and doors appeared intact. The inflation syringes were received. Pmv performed functional testing: the trocar balloons were inflated; no leaks detected. All other components functioned properly. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.